Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97754, serial/lot # (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-19: information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was seeing the 'reposition antenna' screen when trying to charge ins. The last time patient was able to successfully charge the device was last week. Patient was unable to communicate with the programmer and saw poor communication screen with the programmer. Patient charged the insr before calling and stated that the insr was making a funny noise. Patient did not have an hcp. Patient also stated that she had a problem in the past where rep jump started her ins. Caller states this happened last year. No symptoms were reported and no further complications were reported/anticipated. On 2019-apr-22: additional information was received from the rep and the patient. It was reported that the rep reached out to the patient via phone and email but both were undeliverable. Rep was unable to get a hold of the patient. Later, patient stated that the device is not working right. It's hard to charge up, the battery. It won't charge up what's in her back. Patient reported they can charge the recharger from the wall, but they cannot charge their implant. The patient stated that they think they need to be jump started. They are in so much pain and their back is really bothering them as they cannot charge. The patient has been in pain for about 2 weeks and have been attempting to charge consistently. Patient provided the hcp info that they were seeing. No further complications were reported/anticipated.